Manufacturer narrative:
Pharmacovigilance comments a causal relation between the events and the treatments with restylane lyft with lidocaine and restylane silk cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. The case report fulfills the criteria for regulatory reporting due to the intervention with IV vancomycin at the emergency room. Batch record reviews for lot 13756 and lot 14117 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
Case (B)(4). A follow-up report was received 02-may-2016 from the nurse injector. The female patient was injected on (B)(6) 2016 with restylane lyft with lidocaine 2ml bilaterally to malar area plane of injection periosteal placed laterally and anterior malar. Injector states that she had a small volume left and she injected that into that marionettes. The patient was cleansed of all makeup and then prepped with alcohol. The patient returned the next day (B)(6) 2016 and received 1ml of restylane silk to vermillion boarder, body of lip and upper perioral ryhtids without incident. This treatment was not done on the previous day as patient had an event the evening before and could not risk being swollen. The patient called the office on (B)(6) 2016 to report swelling in the left marionette area. She presented to the office with visible nodule approx. The size of a quarter. It was soft to touch. She was given a script for augmentin 875mg bid x 7 days. The next day she reported that she felt slightly better. On (B)(6) 2016 she reported that her bilateral cheeks were swollen but had no other symptoms. She was instructed to go to the ed. In the ed, she was given IV vancomycin, had blood work and a CT, which was normal. She was then diagnosed with cellulitis and started on oral clindamycin. On (B)(6) 2016, she was seen in the office again, and was noted to have a pinhole opening in the area of the left marionette with drainage. They did not culture this. She was still on antibiotics as stated above. On (B)(6) 2016, it was noted that area was less swollen. Patient continues on antibiotic. On (B)(6) 2016 the patient seems to have an increase in swelling and remains on same antibiotics as above.

Manufacturer narrative:
Pharmacovigilance comments a causal relation between the events and the treatments with restylane lyft with lidocaine and restylane silk cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. The case report fulfills the criteria for regulatory reporting due to the intervention with IV vancomycin at the emergency room. Batch record reviews for lot 13756 and lot 14117 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits the case report fulfills the criteria for regulatory reporting due to intervention with IV vancomycin at the emergency room. The reported events are covered by the labeling. No corrective/preventive action is needed. Batch record reviews for lot 13756 and lot 14117 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
(B)(6): a report was received on 14-apr-2016 from a registered nurse (rn) concerning a (B)(6) female patient with a medical history of multiple spinal surgeries, nerve damage from spinal surgery, history of blood clots, and depression. No concomitant medications were reported. The patient had not been treated with fillers in the past. On (B)(6) 2016, the patient received restylane lyft, 1ml to the cheek area on each side for a total of 2 ml and also received restylane lyft to the melomental area (marionette lines). On (B)(6) 2016, the patient returned and received 1ml of restylane silk to the lips, perioral lines, and superficially to the melomental (marionette lines) area. On (B)(6) 2016, the patient experienced tenderness and a nodule at the left marionette area. The patient was then seen and informed the office of the adverse event on (B)(6) 2016. The patient was prescribed augmentin to treat the nodule. On (B)(6) 2016, the patient had swelling in her left cheek, near the marionette area and the patient went to the emergency room. The patient went to the emergency room and was prescribed intravenous (IV) vancomycin and was given oral clindamycin. On (B)(6) 2016, the office was informed that the swelling was improving. The patient reported that the area was draining pus and returned to the emergency room. The patient received warm compress and continued clindamycin. On (B)(6) 2016, there was a presence of a nodule on the patient's right side at the melomental area. The area felt firm and was pink in color. On (B)(6) 2016, the patient was seen in the office and the left side was assessed as 75 % better. The patient was advised to continue clindamycin and was scheduled to have a follow up appointment on (B)(6) 2016.

Manufacturer narrative:
Rpt 1000118068-2016-00020 restylane lyft is the other case and product linked to this case.

Event description:
A follow-up report was received 31-aug-2016 from the physician. The physician reported that as of (B)(6) 2016 the patient is experiencing an ongoing inflammatory response, with periods of exacerbation and remission. No further details were provided.

Manufacturer narrative:
Pharmacovigilance comments a causal relation between the events and the treatments with restylane lyft with lidocaine and restylane silk cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. The case report fulfills the criteria for regulatory reporting due to the intervention with IV vancomycin at the emergency room. Batch record reviews for lot 13756 and lot 14117 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. The case report fulfills the criteria for regulatory reporting due to intervention with IV vancomycin at the emergency room. MDR 1000118068-2016-00020 restylane lyft is the other case and product linked to this case.

Event description:
A follow-up report was received 08-jun-2016 from the physician. The physician reported the patient had a skin type of fitzpatrick type I-ii and a past medical history of allergy to sulfa drugs, restless leg syndrome, and history of femoral artery clot. The patient was taking the following concomitant medications: zarelto, lasix, diulo, requip, neurontin, zanaflex, percocet, oxycontin, and iron. The patient was injected with restylane lyft with lidocaine to the melomental and cheek area using the supplied needle 1 ml on the right and 1 ml on the left on (B)(6) 2016. The patient was also injected with restylane silk to the perioral lips using the supplied needle 0.5 ml on right and 0.5 on left on (B)(6) 2016. The patient experienced moderate tenderness to the left and right cheek and melomental areas starting on (B)(6) 2016 and is ongoing. The patient also experienced severe swelling that started with the left melomental on (B)(6) 2016 and the swelling is ongoing. The patient was treated with augmentin 875/175 mg twice daily starting on (B)(6) 2016 and discontinued on (B)(6) 2016 and this helped reduce the swelling. On the (B)(6) 2016 the patient then experienced her cheeks began to swell and she was sent to the emergency room. The patient was treated with IV vancomycin and the original area was drained. The patient was also treated with clindamycin 300mg every 6 hours starting on (B)(6) 2016 and unknown when stopped. This helped reduce the swelling, but did not completely resolve it. On (B)(6) 2016 the right melomental area began to swell. The patient was treated at the emergency room with clindamycin. The patient has had recurring swelling and draining over the past month. The patient is unable to be treat with vitrase due to the interaction with lasix. The emergency room originally stated that the patient had cellulitis.